Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About a month ago she noticed a decrease in her speech understanding with cochlear implant. Patient was complaining of static and "mushy" sound quality which was more noticeable when moving the neck. She hasn't experienced any head trauma or major changes in health or medications.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient was complaining of static and "mushy" sound quality. Patient was seen in (B)(6) 2015 for static, which was resolved with a new cable. The external equipment were checked and found working. She hasn't experienced any head trauma. The patient was re-implanted on (B)(6) 2015. A significant bony re-growth was found during the explantation surgery.